Event description:
The customer reported that on the evening of (B)(6) 2019, a lab worker at the site cut herself accidentally while using her thumb to push off the cap of the test vessel included in the kit. The worker reported that the caps were very difficult to open and required a great deal of force. They noted when they looked at a number of vessels after opening, many had exposed sharp edges. The worker was wearing gloves at the time of the incident, but the broken vessel cut through her dirty glove. Prior to cutting herself, the worker had been handling vaginal swabs, and was concerned about the infection risk associated with this sample type. First aid was administered to the worker- the cut was cleaned and bandaged. The lab consulted the pep hotline, and it was determined that prophylactic treatment was not indicated in this case, as the risk of infection was theoretical. The hotline recommended that the worker be tested for hiv and hepatitis as a precaution. The customer was concerned that there were no recommendations or warnings in the kit IFU regarding the potential for test vessel breakage. She also expressed that additional lab workers have reported that the caps are difficult to remove.